Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a steady rise in impedances, and increased thresholds until there was complete loss of capture. This product had dislodged. The lead was laser extracted. During the revision the lead was cut prior to extraction and it was reported that once the lead was out of the body that the helix had not been extended. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual analysis revealed that this product was returned severed and there was melting in the conductors on both the distal and proximal high voltage cables at the severed location. The damage was most likely induced during explant, due to explant technique. There was body tissue entwined in the helix and the functionality of the helix was unable to be tested due to the lead being returned severed. The clinical observation was unable to be confirmed during laboratory analysis. The returned segments were found to be electrically continuous.